Event description:
A caller reported damage to their pump's housing and usb port, which affected their ability to charge it, although the pump had not shut down. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and advised the caller on using updated software and necessary steps for returning the damaged pump. Customer continued to use pump for insulin therapy.